Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was has been discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the suture fractured during surgery. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies related to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.